Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter has a power issue (meter does not turn on). This complaint is classified according the documentation of the customer care advocate. On april 10, 2009, this medical affairs specialist contacted the pt to clarify information obtained during the initial call. However, the pt did not want to provide any more information. The power issue began on the day the pt contacted lifescan at 6 am. It is not known if the pt was able to obtain any blood glucose readings after 6 am. Reportedly at 8:30 am, the pt developed symptoms described as "shaky, eye felt funny, weak, and sweating." The pt administered self-treatment with food/drink at the time of concern. The pt did not test on any other device. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication change immediately before or sometime after the aforementioned symptoms and the event leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The power issue was not resolved with training. This complaint is being reported because the pt claimed she had symptoms suggestive of severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.